Event description:
I used fixodent for the duration of 2003 till sometime in 2004. When I was using fixodent, I began experiencing numbness in my upper extremities and tingling sensations which began moving to the left side of my lower extremities. I was diagnosed with idiopathic neuropathy sometime during 2004. I am currently seeking medical care for this illness. Frequency: 2 x daily. Dates of use: 2003 - 2004. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.